Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the hospital for a few months and requested assistance to get back on the insulin pump. The caller stated that she had the battery out for almost two months and the device is alarming. During the call, the customer stated that she had knee surgery, and she believes being in the hospital with low blood glucose of 33mg/dl. The customer was intubated and she is unsure about the dates. The caller stated that she had pneumonia and congestive heart failure and was not able to manage the insulin pump. No further information was provided.